Event description:
It was reported a journal article was retrieved from journal of shoulder and elbow arthroplasty (2022) that reported a retrospective study from the united kingdom that looked at reverse total shoulder arthroplasties (rtsa) performed (B)(6) 2010 ¿ (B)(6) 2016. The purpose of the study was to compare the clinical outcomes of primary reverse total shoulder arthroplasty using patient-specific instrumentation (psi) versus the standard methods. A study reported one patient had a long baseplate superior screw after a standard rtsa. The screw caused pain that did not settle until it was revised and changed to a shorter one. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). Report source: UK. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that the study reported one patient had reverse total shoulder arthroplasty approximately 10 yeas ago. Subsequently, had localized pain over the lateral aspect of the left supraspinatus with radiographic evidence (CT scan), confirmed a long superior screw impinging into the supraspinatus fossa. About 3 years later the superior screw was removed and replaced with a smaller one. The patient continued to improve and no further complications have been reported.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.